Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl. The pod was leaking insulin while worn on the hip/buttocks between 49 and 71 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received deployed. During investigation, fluid was observed to be leaking from the fluid path. Closer inspection of fluid path found a tear on the exposed portion of the soft cannula, which resulted in the observed fluid leaking during fluid path testing. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.